Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient requires daily recharging which is significantly more frequent than they had to do previously. It was unknown if any factors led to the reported issue. The rep stated they attempted to meet with the patient today, but the patient was not available. They will meet with the patient as soon as possible, no diagnostics/troubleshooting/actions have been taken at this time. The issue has not been resolved at the time of the report. It was unknown if surgical intervention has occurred and the rep indicated they would follow-up for more information. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient today to address the patient¿s issue of having recharge more frequently. They stated there was a short between contact 0 and 1, which the patient was using. The rep reprogrammed around the short resolving the patient¿s issue of having to recharge more frequently. It was reported that the issue was resolved at 2pm today ((B)(6) 2018). The cause of the patient having to recharge more frequently was due to the short found between contact 0 and 1. The patient¿s weight at the time of the event was (B)(6). It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.